Event description:
The customer reported difficulty inserting an iab catheter into a transcatheter aortic valve replacement (tavr) pt. A second iab was used to complete the procedure. It was later reported that the pt expired.

Manufacturer narrative:
Since the device was not returned for evaluation and lot information was not available, the customer shipping history was revised to determine the most likely lot(s) involved in this event. A lot history review was performed for those lots and no non-conformances were found that are related to the event. (B)(4).